Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The patient had triple vessel disease and had previously been declined for surgical intervention. The target lesion for atherectomy was heavily calcified, 20mm in length and was located in the circumflex artery. A ventricular assist device was first advanced into the patient and was utilized throughout the procedure. The physician first treated lesions in the right coronary artery (rca) and left anterior descending (lad) artery via balloon angioplasty and stent placement. The physician then advanced a csi guide wire across the lesion in the circumflex artery and loaded the oad onto it. The physician treated the lesion using the oad, but after the third run, the patient's blood pressure started dropping. Angiography revealed a perforation in the circumflex artery and the patient coded. Cardiopulmonary resuscitation (CPR) was started and a stent was deployed across the perforation to resolve it. The patient was stabilized and left the procedure in stable condition. However, the following morning the patient expired due to unknown causes. Additional information was requested, but was denied by the facility.